Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the thigh. On (B)(6)2024, the patient's symptoms included shortness of breath, heart racing, skin started to turn purple, fatigue and irritability, headache. The phone showed a reading of 345 mg/dl. The spouse took the patient to the hospital. There, the bg was 700 mg/dl. The patient was given an insulin drip. She was still in the hospital during the call and was already stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the thigh. On (B)(6)2024, the patient's symptoms included shortness of breath, heart racing, skin started to turn purple, fatigue and irritability, headache. The phone showed a reading of 345 mg/dl. At unspecified time, the spouse took the patient to the hospital. There, the bg was 700 mg/dl. The patient was given an insulin drip. She was still in the hospital during the call and was already stable. Per follow up by technical support on (B)(6)2025, the patient clarify that she was discharged on (B)(6)2024. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.